Event description:
It was reported that a spectrum pump failed the upstream occlusion test. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported symptom could not be reproduced during eval. The device passed all performed upstream occlusion testing, and was operating within spec with regard to the reported symptom.